Event description:
It was reported that the customer had high blood glucose levels (550 mg/dl). Customer is (B)(6) years old. Cartridge and tubing were changed to stabilize customers blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is (B)(6) years old.